Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the spike port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between august 9, 2018 to august 10, 2018. Three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak with all samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The other twelve (12) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.